Manufacturer narrative:
Product event summary: data files were received and analyzed. Clinical data review was performed leveraging the completion of design assessment. Case files were reviewed for this investigation. Files from the relevant mapping failure period were not available. Case export files contained no mapping information or useful case events. Audit logs showed no maps were present; possibly only catheter signals were checked. The log file found in the export was analyzed. Catheter lot number 0232300389 was the only one found in the logs, referenced at two time points. In conclusion, the reported issue ("affera-mapping stopped") was not confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter the electroanatomical map could not be generated. The patient went into atr ial fibrillation (af). The patient was cardioverted. It was further reported that after cardioversion, electric anatomic points could not be collected. Troubleshooting steps included rebooting all equipment and trying a new cable, which did not resolve the issue. A new catheter was opened and the case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0232300389 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported clinical issues cannot be assessed through product testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.